Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from his scs system. Diagnostic testing did not reveal any anomalies. Reprogramming did not resolve the issue. X-rays indicated the lead moved slightly to the right. As such, the patient may undergo surgical intervention to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2017 wherein the lead was repositioned.